Event description:
The customer reported that system lost all motorized movements. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. Connections were checked. The system was tested and found to be working as intended and put back into service.